Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device showed timeouts and no drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown and the exact cause of the event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the pod adhesive became wet due to insulin leakage after approximately 25-36 hours of wear on the abdomen. This resulted in the patient¿s blood glucose level increasing above 300 mg/dl. The patient was able to resume treatment after applying a new pod. Investigation of the device confirmed a bent cannula.